Event description:
The hcp reported that the pt underwent catheter revision for a "blocked catheter". The pt was experiencing "an increase in spasticity and foot drop" and underwent fluoroscopy study with dye injection revealing a blocked catheter. X-ray study was negative. The pump was not replaced during surgery. The pt outcome is reported as "fine".